Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was to be used during an ptbd procedure. During preparation, it was found that there was no air pressure within the catheter with air leaking from the hub . A like device was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: d10: product received on: 23 august 2018. Investigation - evaluation. A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, dimensional verification and a visual inspection of the returned device were conducted during the investigation. One locked 8.5fr catheter was returned for evaluation. No biological matter or surface damage was noted on the device. A leak test was performed and confirmed the presence of a leak between that catheter and the hub. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture was found normal in the threads. The flare contained a lip and it appeared that a portion had been sheared off, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Physical inspection and dimensional analysis confirmed the device and components had been manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest that the product was not made to specifications. The instructions for use (IFU) instruct the user to inspect the device prior to use to ensure that no damage has occurred. A review of the device history record was conducted and revealed nonconformances in the main lot for punched through side ports and foreign matter. Nonconformances were noted in the catheter subassemblies for injection molding, fibers, rough surfaces, bond dents and embedded foreign matter. All affected devices were scrapped out or re-worked prior to device release. It should be noted that no other complaints were reported for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.